Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. It was noted that the power cord bay tabs were broken. Concomitant products: product ID 2067 radiofrequency head. (B)(4).